Manufacturer narrative:
Continuation of d11: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter pro duct ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the explanted catheter was discarded. No further complications have been reported.

Manufacturer narrative:
H6; patient codes have been updated to include c50789. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) , additional information was received from the manufacturer representative (rep). They reported the plan to start in creasing the dose by 100 mcg/day until they get back to therapeutic dose. The caller re-iterated information regarding the catheter section being found in the intrathecal area on the magnetic resonance imaging (MRI). The caller stated they were speculating that the catheter might have been spliced sometime in the past, but it was not certain. The caller stated the patient had increase in symptoms in the past, so the floating catheter piece might explain that. The caller confirmed the catheter was good now after the revision and they were just working with proper dosage for the patient.

Event description:
Additional information was received on (B)(6) from a healthcare professional (hcp) via a company representative who reported that the patient¿s catheter was seen to be disconnected in the sub q via an MRI. On (B)(6) the patient was taken to surgery and the catheter was replaced. The pump had been delivering gablofen (2000 mcg/ml at 1237.4 mcg/day). The physician did not believe that the patient had been getting any intrathecal baclofen, so the patient was given a prescription for oral baclofen and the pump dose was programmed to the lowest possible dose of 96 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter pro duct ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731 serial/lot# (B)(6) , ubd 2007-06-13, UDI# (B)(4) product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter product ID 8709 lot# ser ial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(6) , ubd 2007-06-16, UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2020 (date valid) with a two day history of increased spasticity. The hcp stated that they spoke with the managing physician whom asked for a medtronic representative to come and interrogate the pump due to the recent field communication. The hcp stated that they heard no alarms. Recent field communication fb sync ii was discussed. Getting more information about refill history and catheter diagnosis were also discussed. No further complications were reported.